Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the wake button was not working. Reportedly, the customer pressed the wake button multiple times and the wake button performed as intended. Customer¿s blood glucose level was 300 mg/dl. The customer continued to use the pump for insulin therapy.